Event description:
Reportedly, instrument did not work optimally, cut only 3/4. Had to make a loop stomi to prevent leakage. One person did the operation. Another person fired the instrument. Procedure: rectosigmoidal resection.